Manufacturer narrative:
The t:slim x2 pump user guide states: "always make sure that the correct time and date are set on your pump. When editing time, always check that the am/pm setting is accurate. Not having the correct time and date setting may affect safe insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was "off" by a few minutes. The customer adjusted the time settings and inadvertently switched am and pm time on the pump. The customer's blood glucose level was 157 mg/dl. Tandem technical support assisted the customer with adjusting the setting.